Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that an early depletion of a cell pair. Supplemental testing revealed that the cell pair's battery was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. The reported event was confirmed. The most likely root cause of the reported event can be attributed to a battery with a perforated cell. An internal investigation has been opened by the supplier to address power consumption issues. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging fully. The battery would not charge above half full even if connected to the battery charger for days. The battery also exhibited an abnormal charging cycle count. The battery was exchanged. The battery was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.